Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Equipment. Patient described the area as red, bleeding bumps. The patient¿s rn prescribed a hydrocortisone cream for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.